Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 47 mg/dl. Customer was awakened by a low alert and got up to eat but ended up blacking out. Customer was taken to the hospital by an ambulance. Customer has been running low during the night recently and his health care professional had adjusted the basal rate. Customer was treated in the emergency room and released several hours later. Customer stated that he sometimes receives a lost sensor alert. Customer's last incident was about a week ago. Customer was advised that it may be caused by distance between the devices when he takes a shower or when he changes the battery in his pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.